Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to refill a cartridge. The customer's blood glucose (bg) level was reported to be over 500 (mg/dl). A manual injection was delivered by the customer to correct elevated bg level. The customer declined troubleshooting with tandem technical support regarding the high. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer stated no help was needed from tandem technical support reloading a new cartridge and resuming insulin.